Event description:
It was reported that pump displayed malfunction code during cartridge change. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset without recurrence of malfunction, and was advised to continue using pump and call back if issue happened again, which caller acknowledged and understood.